Event description:
It was reported that balloon rupture occurred. Access was obtained via the radial artery. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 2.50mm x 20mm maverick² balloon catheter was advanced to dilate the target lesion. Upon first inflation at an unknown pressure, the balloon ruptured. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).